Event description:
During a robotic procedure on (B)(6) 2023, the tip of robotic suction irrigator disconnected from the device when removing from the trocar; tip was then removed from the trocar. The instrument was tagged and sent down to spd (sterile processing dept) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.